Event description:
It was reported the patient had a trial lead pull and after the lead pull the patient had a bleed. It was noted the patient lost sensation in their legs. The reporter stated the patient had an MRI and imaging showed an epidural hematoma. It was noted the patient was taken to surgery for decompression surgery. It was further noted the patient was still recovering. The reporter stated the product performed fine. Additional information received reported the date of the lead pull was (B)(6) 2013. It was noted the patient was recovering and did not go on to implant.

Manufacturer narrative:
Concomitant products: product ID 387460, lot # va0d7nb, product type screening device. (B)(4).

Manufacturer narrative:
(B)(4).